Event description:
It was reported that the patient underwent back surgery using rhbmp-2/acs. Reportedly, the patient "began to have serious problems, some of the problems include pain, mental anguish, or the fear that" the patient "will have to undergo additional surgeries."

Event description:
It was reported that the patient sustained unspecified injuries following the use of rhbmp-2/acs in an unspecified spinal fusion surgery. No additional information was reported.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(6). (B)(4). Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. Products from multiple manufacturers were implanted during the procedure. Although it is unknown if any of the devices contributed to the reported event, we are filing this MDR for notification purposes.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that on: (B)(6) 2011: the patient presented with the following pre-op diagnosis: l4-5 stenosis, rule out epidural synovial cyst; left l5-s1 disc herniation. The patient underwent the following procedures: l4-5 instrumented posterior spinal fusion with bone morphogenic protein (bmp), autograft, and intraoperative fluoroscopy; left l4-5 laminectomy with resection epidural synovial cyst; left l5-s1 discectomy; neuromuscular junction intraoperative electromyography testing with repetitive stimulation, paired stimuli for the l5 and s1 nerve roots bilaterally with 2 and 1/2 hours of continuous emg monitoring. As per operative notes,¿ the l4-5 facet joints were bilaterally splayed. The joint was opened. The joint was packed with morcellated autograft and small pieces of bone morphogenic protein (bmp). This was performed bilaterally.¿ no intra-operative complications were reported.